Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head. This failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. Although elevated cobalt was reported the noted cobalt was 1.7 (no unit of measure given). The osteolysis, and metal-stained tissue are consistent with the reported metallosis; however, the clinical root cause of the reported metallosis cannot be definitively concluded. As well the patients¿ history of gluteus medius and minimus tendon tears, psoas and adductor tendonitis, and multiple invasive procedures cannot be ruled out as contributing factors to the patients¿ persistent pain and clinical status. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H11: internal complaint reference (B)(6). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that following a birmingham hip resurfacing (bhr) procedure performed on (B)(6) 2012 in the patient¿s right hip joint where a acetlr cup hap 54mm w/ imptr was implanted, the patient experienced persistent pain in the right groin and thigh. Cobalt levels were elevated at 1.7, while chromium levels remained within normal range. MRI imaging revealed osteolysis within the femoral neck and intertrochanteric region, consistent with metallosis post right bhr. This adverse event was addressed through revision surgery on (B)(6) 2024, during which the surgeon converted the implant to a total hip arthroplasty. Metal-stained and synovitic tissue was identified and debrided intraoperatively. The patient emerged from anesthesia without issue and was transferred to the post-anesthesia care unit (pacu) in stable condition.